Manufacturer narrative:
Cause investigation and conclusion: a request was emailed to the physician to further clarify the information received initially. The provided information is captured in the event description. A review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. Two photos of deployment lines and two jpg images of computed tomography imaging were shared with gore. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation summary states the following: images cannot be manipulated in anyway. Unable to confirm guidewire breakage or movement of the device with available images. The delivery system and the removed deployment line fragments were returned for evaluation. The engineering evaluation summary states the following: based on the findings from the evaluation, the physician¿s observation that ¿the secondary sleeve deployment line broke¿ was able to be confirmed. The fiber break is consistent with the physician¿s observation that there was ¿resistance while removing the constraining mechanism and the secondary sleeve of the stent graft¿. The root cause of the reported resistance and the secondary sleeve deployment line breakage could not be determined with the available information. The reported observation that ¿it was reported that the physician suspects that it ¿got stuck proximal somewhere¿¿ was unable to be evaluated with the available information. No manufacturing deficiencies were identified. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis. Reportedly the patient was treated within the IFU criteria. The aortic neck angulation was 70 degrees frontal-backwards. No anatomical restrictions were noted. Gore® dryseal flex introducer sheaths (18 fr and 12 fr) were used to advance the device. The first deployment stage and iliac extension placement were successful. During the second deployment stage, the physician reported immediate resistance while removing the constraining mechanism and the secondary sleeve of the stent graft. It was reported that the physician suspects that it "got stuck proximal somewhere". The physician successfully withdrew 5 cm until the fiber of the constraining loop and the secondary sleeve deployment line broke. The physician was able to deploy the ipsilateral leg using the grey deployment knob. Then the delivery catheter was successfully removed. To successfully remove the broken fibers from the patient they placed the 18 fr gore® dryseal flex introducer sheath higher in the ipsilateral leg. Further angiography showed that the device has moved distally. To resolve it an aortic cuff was implanted with good results. Reportedly the patient tolerated the procedure.

Manufacturer narrative:
D10-concomitant medical product: gore® dryseal flex introducer sheath (catalog dsf1833, serial number (B)(6). H6-b13: a request was emailed to the physician to further clarify the information received initially. The provided information is captured in the event description in section b5. H6-b14: a review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. H6-b20 and h3-other: the device remains implanted, therefore a product evaluation could not be performed. H6-b15: two photos of deployment lines and two jpg images of computed tomography imaging were shared with gore. They are being evaluated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis. Reportedly the patient was treated within the IFU criteria. No anatomical restrictions were noted. Gore® dryseal flex introducer sheaths (18 fr and 12 fr) were used to advance the device. The first deployment stage and iliac extension placement were successful. During the second deployment stage, the physician reported immediate resistance while removing the constraining mechanism and the secondary sleeve of the stent graft. It was reported that the physician suspects that it "got stuck proximal somewhere". The physician successfully withdrew 5 cm until the fiber of the constraining loop and the secondary sleeve deployment line broke. The physician was able to deploy the ipsilateral leg using the grey deployment knob. Then the delivery catheter was successfully removed. To successfully remove the broken fibers from the patient they placed the 18 fr gore® dryseal flex introducer sheath higher in the ipsilateral leg. Further angiography showed that the device has moved distally. To resolve it an aortic cuff was implanted with good results. Reportedly the patient tolerated the procedure.

Manufacturer narrative:
H6-b15 and c19: two medical image jpgs were shared with gore for evaluation. The imaging evaluation summary states the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The images cannot be manipulated in anyway. We are unable to confirm guidewire breakage or movement of the device with the available images.